Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports high blood glucose levels and hospitalization. Customer's blood glucose level was 539 mg/dl. Troubleshooting was performed. Customer was admitted into sat regional health system hospital on (B)(6) 2018 at 6:00 pm. Customer was unable to get out of bed which resulted in hospitalization. Customer was place on insulin drip and given manual injections. Customer declined to further troubleshoot and they changed out their infusion set. The insulin pump will not be returned for analysis.